Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unknown reason and returned for analysis. There had been previous allegations prior to explant that the device had emitted beep tones. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. Additionally, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.